Event description:
Report 2 of 2. It was reported while using bd vacutainer® sst¿ ii advance, an unspecified number of tubes exhibited gel smearing. This resulted in biochemistry analyzers experiencing difficulties measuring analytes in patient serum due to obstruction of the aspiration needle. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.